Event description:
While using a byte day aligners, patient reported that their bottom aligner is cutting their tongue and causing discomfort. They had woken up with a blister on their tongue from being cut and scrapped by the aligner. They have tried filing the aligner but did not work. Provided hht&t tips asked patient to follow up.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.